Event description:
It was reported that the pt had an accident at school, followed by a concussion. After this accident, he had no hearing sensation with his ci. Re-implantation surgery is planned for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.